Event description:
It was reported that the balloon would not deflate. There were no patient complications reported. Device is expected to be returned.

Manufacturer narrative:
In addition to the original complaint of balloon deflation difficulty, a second, unrelated failure mode was reported from the hospital: inability to insert a guidewire through the distal lumen hub. The unit was not returned for evaluation, it was discarded at the hospital; therefore, the complaint of deflation difficulty could not be confirmed. This catheter belongs to a lot that is currently being recalled for difficulty encountered when inserting a j-tip guidewire through the distal lumen hub.